Event description:
It was reported, the customer received a blank display after inserting a new battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer also reported a scratch on their insulin pump's screen. Customer declined to troubleshoot for the scratch on their screen. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 154 mg/dl. The customer will be sent a replacement battery cap. Advised the customer to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.